Event description:
During a laser lithotripsy procedure a 1.5 inch segment of optical fiber was discovered. This segment was believed to have broken and remained in the patient following a december 98 lithotripsy procedure.